Event description:
The device was sent in for repair with the comment ¿broken.¿ device analysis found that the base of the mobile jaw was broken. The fragments were still around the pin. There was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that no manufacturing or material defect was found. The most probable cause of this breakage is an excessive effort during the use or the reprocessing of the instrument. (B)(4).